Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced a dark bowel movement 2 days prior; however, had not reported the event at the time. When it occurred a second time, the patient called the lvad clinician, and the patient was sent to the laboratory to have blood drawn. The complete blood count (cbc) demonstrated a significant drop in hemoglobin and hematocrit, and the patient was hospitalized. Gastrointestinal diagnostic tests confirmed an arteriovenous malformation (avm). The anticoagulation at the time of the event was warfarin. The patient received 2 units of packed red blood cells, and the date of resolution was reported as (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump remains implanted supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.